Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog #: unknown, lot #: unknown. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the device was not locking with the mating device. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of wear. Delamination was noted posteriorly on the bearing surface. Product identifiers could not be identified to confirm the part number of the device. Radiographs were provided and reviewed by a health care professional. Review of the available records identified mild medial compartment narrowing, which can indicate polyethylene wear. The overall fit and alignment of the implants was noted to be appropriate. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 16 years post implantation due to delamination of the poly bearing. During the revision, it was identified that the femoral device was possibly on size too large. However, no further medical intervention was necessary. In addition, the patient exhibited extensive muscle atrophy causing difficulty with flexion and extension. No further information is available.

Manufacturer narrative:
Implant date: 2003.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, patient was revised as it was discovered that femoral prosthesis was not implanted properly and is one size large.